Manufacturer narrative:
(B)(4). Device evaluation: one sample was received for evaluation by baxter. The reported condition of "leak" was confirmed; a small puncture was observed at the coiled tube, which caused the leak inside the reservoir. This is a single use device and will not be repaired. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
It was reported to baxter (B)(4) that one (1) infusor two day device was observed leaking inside the housing. This was observed during priming. There is no patient involvement; therefore, no patient injury or medical intervention reported. No additional information is available.